Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual investigation: the extraction screw for ti femoral and tibial nails (p/n: 357.133, lot #: 1465623) was returned and received at us cq. Upon visual inspection, the distal threads of the device were stripped and worn. The worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during an inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 357.133, lot number: 1465623, manufacturing site: hägendorf, release to warehouse date: march 20, 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection, a bending pliers would not open due to rust embedded in the grooves and spring. The threads of an extraction screw were stripping, a stardrive screwdriver shaft tip is warping due to wear, two (2) periosteal elevator (round and straight) have staining between the wooden handle and elevator, a graphic case top coat of aux bin is starting to peel, and the depth gauge handle has a crack through it. There was no patient or surgical involvement. This report is for one (1) extraction screw for ti femoral and tibial nails. This is report 1 of 3 for (B)(4).